Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the medical intervention of the saline infusion that was given to the patient. Since this event is associated with the treatment, this MDR will be against the instrument. From the instrument perspective, there was no known instrument malfunction and no instrument issue was alleged by the customer. No service was requested by the customer for this adverse event. No product was returned therefore, a device service history review was performed. The instrument has been located at the customer's site since 16-nov-2016. As part of the review, it was determined that the instrument's last service was on 23-feb-2017. During this service the system checkout procedure was successfully completed indicating that the instrument had passed all tests, met all specifications, and was operational. Trends were reviewed for complaint categories, alarm #17: return pressure, clot observed, nausea, and hypotension. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypotension and nausea. (B)(4).

Event description:
The customer called to report that a patient experienced nausea and hypotension during a single needle mode extracorporeal photopheresis (ecp) treatment procedure. The customer stated that multiple alarm 17: return pressure alarms occurred after 405 ml of whole blood processed. The customer reported that they had to pause the treatment for more than ten minutes without any movement of the fluid within the kit due to losing the patient's access. The customer stated that when they disconnected the patient's access, they observed clotting in the return line. The customer reported that the treatment was then aborted with no return of blood/products to the patient. The customer stated that the patient's extracellular volume was -109 ml at this moment. The customer reported that the patient complained about nausea after the event. The customer also stated that the patient experienced hypotension and as a result the patient received a 500 ml saline infusion. The customer reported that the patient stabilized with the provided 500 ml saline infusion and underwent another ecp treatment procedure the following day without any issues. The customer stated that the patient was in stable condition. The customer reported that the patient was also being treated with a 25gr infusion of kiovig along with the patient's ecp treatment procedure. The customer stated that kiovig is an immunglobulin, and it is part of the patient's over all treatment. The customer reported that the kiovig infusion was given along with the patient's ecp treatment but over another venous access. The customer stated that the patient's physician has now decided to no longer perform the patient's kiovig infusions in parallel with the patient's ecp treatments. The customer reported that heparin was used as the anticoagulant for this treatment at a ratio of 8.1 (10000 iu in 500 ml saline). No product was returned for investigation. This medwatch is for the adverse events, nausea and hypotension. The kit reportable malfunction of the clot in the return line was submitted under medwatch 2523595-2017-00235.